Manufacturer narrative:
(Intervention required) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent fixation from th9-s2. On an unknown date, post op, both side rods were broken between l3/4 and the s2 right set screw was backed out. The set screw has backed out completely. Re-operation is planned. Patient's fusion status is unknown. No patient symptoms were reported as a result of this event.